Manufacturer narrative:
(B)(4). The customer reports the device is not switching on. There was no reported patient involvement. The device was evaluated and confirmed by a philips authorized support distributor. The device was found to run ok with a charged battery and there were no errors found. The ac module was replaced to resolve the problem. The ac power module was not available for evaluation. The device was put back into service. We will consider this a failure of the ac power module.

Event description:
The customer reports the device is not switching on. There was no reported patient involvement.